Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had needle anomaly and change sensor alarm. Customer's blood glucose at time of incident was 141 mg/dl. Customer stated that they had issue with sensors, one sensor the electrode is broken and second sensor gave change sensor alert. Customer stated that change sensor alert occurred after a second consecutive calibration error. Customer was discussed the timing of calibration leading to the alert. Customer was advised to removed and change out sensor. Customer was advised that sensor will be replaced.